Event description:
The hcp reported that the patient was experiencing withdrawal symptoms; date of onset 07/20005, "indium study showed no drug into catheter, suspect long term practice. Replaced pump and catheter. Spinal headache csf leak post surgery required fibrin patch. Urinary retention post surgery as well "resolved". The patient was receiving lioresal via the drug delivery system. The dosage was lowered from 500mcg/day at explant to 280 mcg/day over 2 months to improve function.

Event description:
The hcp reported that the device was explanted. The reason for the explant was not provided. A follow up will be sent if additional information becomes available to co.